Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the top cover and on the safety clamp. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The system air leak test passed. The balloon valve actuation test passed. The patient pressure sensor test passed. The accelerated stress test 3 hours simulated treatment was performed and passed with no further alarms or issues. There were no fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover and behind mushroom heads a & b.. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after canceling their pd treatment. The patient reported receiving an air detected in cassette alarm during the last drain of pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid ¿pouring¿ out of the door and fluid was in the pump module area. Upon follow up, the patient stated that treatment was completed at his pd clinic the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after canceling their pd treatment. The patient reported receiving an air detected in cassette alarm during the last drain of pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid ¿pouring¿ out of the door and fluid was in the pump module area. Upon follow up, the patient stated that treatment was completed at his pd clinic the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.